Event description:
On (B)(6) 2018 during ep ablation procedure sheath broke off during removal. The case was nearly concluded by cardiology team and during removal of cordis 7fr avanti sheath (lot # 17770207) it broke. Approx 6-8cm of the distal sheath remained within the right femoral vein/groin area of the pt. Vascular surgery and interventional radiology (ir) were consulted for removal of fragment. Ir and vascular present in room, sheath was removed by ir team. The distal tip of the sheath remained intact upon removal. The pt was stable throughout the intervention to remove the broken sheath. The defective device was picked up by the vendor. The vendor is reviewing to determine what caused this to happen.